Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The prod was used during a heart transplant procedure. Reportedly, the suture broke. The surgeon applied another suture to correct this condition. The hosp has reported that no pt injury occurred.